Event description:
Related manufacturer reference number: 3006705815-2022-15624. It was reported that one of the patients leads has migrated and patient has lost effective coverage of pain. Surgical intervention was taken to explant the system.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is estimated.